Event description:
Adverse event(s): "blurred eyesight" (blurred vision). Product problem(s): "whitish condition on the lens optic" (material opacification [iol (intraocular lens) implant]). A surgeon reported that five years following intraocular lens (iol) implant surgery, a patient presented with blurred eyesight. The surgeon stated the patient has not been seen since the initial surgery. The surgeon noted whitish condition on the lens optic. In a follow-up, the surgeon reported that the opacification is due to liquefied cortex between the iol and the posterior capsule. The patient underwent an I/a (irrigation/aspiration) procedure to remove the opacification. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4). (B) (4).